Event description:
Note: this event was previously reported to the FDA via a medwatch submitted by the user facility: (B)(4). It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while using the sphincterotome during cautery, the cutting wire broke and a piece of the broken wire fell off into the patient. The detached wire fragment was retrieved from the patient, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight was reported to be (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.